Event description:
It was reported the lead had unacceptable thresholds and continued to rise. It was also reported the lead 'reached exit block' . The lead was explanted and replaced. No patient complications have been reported as a result of this event.